Event description:
It was reported by the affiliate that following an esophagectomy procedure in 2004, the surgeon found there was some foreign matter in the pt's drain tube. A re-operation occurred four days later, and the surgeon found some of the staples were malformed and there was leakage in the stoma. He used handsewing to close the stoma and completed the procedure.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.